Event description:
I am a physician. I use the philips respironics dreamstation CPAP dsx500t11 for sleep apnea. I received notification of recall for emission of volatile organic compounds. I have been using the device since (B)(6) 2019. I have been experiencing profound fatigue, cough, upper airway irritation, sore throat for the past six months or more. Philips website for initiating replacement of the device is not functional. FDA safety report ID # (B)(4).